Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h6, h10. D4: following lots were involved in the reported event: lot# 450010, manufacture date: 11/26/2013, expiration: non-sterile, UDI# n/a. Lot# 444240, manufacture date: 01/15/2013, expiration: non-sterile, UDI# n/a. The complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product noted there are impact marks on the base of the device and the thread had fractured from the shaft. A hardness check was taken on the product and is conforming to specifications. Device history record was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during procedure, the threaded portion of the impactor fractured. Attempts have been made and additional information on the reported event is unavailable at this time.